Manufacturer narrative:
H3: analysis results were not available as of the date of this report for nim4cm01. A follow-up report will be submitted when analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), analysis: examined unit and could not duplicate the customer complaint regarding not working delayed response when the surgeon stimulation. Unit presented with software v1.6.4. Updated to v1.7.5. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), analysis: examined unit and could not duplicate the customer complaint regarding not working delayed response when the surgeon stimulation. However, unit presented with software v1.6.4. And main board failure (one side of the blue cable damaged). Replaced defective components, updated software to v1.7.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after use, when removing the mute adapter, it broke and a piece of it is stuck in the mute port of console. Patient interfaces has delayed response when the surgeon stimulating. There was no patient impact.

Manufacturer narrative:
H3:it was found in the analysis that unit present with the v 1.6.4 and the eic board plug damaged. H6: fdm b17 and fdr c20, img g02030, and d16 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.